Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d164awg implantable cardioverter defibrillator, (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient went to the emergency room, and that loss of rv (right ventricular) capture and high impedance were noted. The rv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.